Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan had not received the product at this time. Therefore no analysis or testing has been done. Intolerance is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of intolerance as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."

Event description:
Doctor reported event of "food intolerance" from journal article: "laparoscopic adjustable gastric banding (lagb): surgical results and 5-yr follow-up", surg endosc (2011) 25:292-297.